Event description:
Infant was dismissed from the hosp with apnea monitor. The monitor malfunctioned which resulted in multiple bradycardic readings. The infant was taken to the ER and was found to have no evidence of bradycardia. The monitor had been placed under the television remote control line.